Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis confirmed, but could not reproduce the reported complaint. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a psc fixture test platform (pftp) were the carriage switches, carriage lissajous, carriage friction since cycle, and carriage strength all passed. The carriage will be upgraded and the instrument sterile adapter (isa) board will be replaced as a precaution.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) 2 due to instrument carriage not inserting. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A procedure log review was performed. Per the review, the following was confirmed: a nephrectomy procedure was performed on system sk0110 on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was replaced after the completion of a procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, that the camera would not insert up or down into the patient. The technical support engineer (tse) had the customer replace the drape on universal surgical manipulator (usm2) and they informed it was working better, but still not normal. Tse asked them to move the camera to usm3, but they informed they were not able to at the time of call. Customer was able to continue with the procedure, but requested someone check usm2. Error logs showed a single 25930 error pointing to usm2 carriage axis 8. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.